Manufacturer narrative:
No device was available for evaluation. Imaging shows the locking cap at s2 on the right side appears to be dislodged from the screw head. An exact cause of the reported issue cannot be determined.

Event description:
It was reported by a representative from (B)(6) that a creo mis locking cap at s2ai was found loosened post-operatively.